Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: s4s/sur-fit natura 2 pc - 2 pc stomahesive (sh) wafer w/flexible collar. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that about one month prior to receipt of complaint, pt noticed a red raised area at about 3 o'clock, mostly under the wafer and extending a little way under the tape border. It became larger over the first week, about 2.5 cm diameter, and was tender and warm with a small head. Over time, she developed a black area at the ctr, which she has removed, but there is still white slough at the ctr, pt also reported a grapefruit sized peristomal hernia and she has been wearing a panty girdle to try to keep this reduced. Pt was advised to stop wearing the girdle and obtain a hernia belt for proper support, to keep pressure off the area. She will contact her doctor for evaluation. Outcome of pt was not reported.